Event description:
The manufacturer received information alleging a ventilator was displaying an e-344 error. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a device displaying an e-344 error code. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.